Manufacturer narrative:
Additional information can be found from the following fields: d9 and h2, h3. Failure analysis (fa) information can also be found in section h10. Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (esu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure erbe c-00 and c-54 are present in error log. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair. Upon visual inspection the unit was found in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected errors c-00 and c-34 was pointing to the vio integrated electrosurgical generator unit (iesu). An intuitive surgical, inc. (Isi) field service engineer (fse) had the customer power cycle the vio iesu; but the issue persists. The fse suggested to use an external generator. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was noted that there was no patient harm. The customer believe that the issue was caused iesu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electro surgical unit (iesu) involved to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the vio iesu, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted when failure analysis has completed their investigation and/or if additional information is obtained. A procedure log review was performed. Per the review, the following was confirmed: a procedure was performed on system (B)(4) on (B)(6) 2022. No photo or video was provided by the site for review. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed multiple errors that may have been related to the system complaint. This complaint is reportable due to the following conclusion: the vio integrated electro surgical unit was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup/third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.